Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). The therapy was noted to be exhausted. Technical services (ts) reviewed and recommended potential programming changes for this device. The patient was also advised to be consistent with medications as this is unusual. This crt-d remains in service. No additional adverse patient effects were reported.